Event description:
The event is reported as: complaint alleges: the rivet came out and as a result, the handle separated from the applier. The event occurred during use on a pt. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.